Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a "check vent: central processing unit (cpu) printed circuit board assembly (pcba) analog to digital converter (adc) failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
At the repair center, the reported issue was not duplicated during a test run in the repair center. However, the occurrence of the error code was confirmed in the event log. Therefore, the central processing unit (cpu) printed circuit board assembly (pcba) was replaced as a recurrence preventive action. The device passed the required performance verification tests per philips standards and was returned to service.